Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell and the touch screen became shattered and unresponsive. Additionally, it was reported that multiple occlusion alarms occurred. Customer¿s blood glucose level was 100-200 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.